Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her friends' father. The device allegedly gave readings around 101°f, and the patient was later taken by ambulance where a fever of 107°f was confirmed by paramedics. The patient was treated at a hospital for a few days, and was later released. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.